Event description:
It was reported that patient generator is depleting faster than expected per physician. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Generator product analysis was completed and reviewed. The pulse generator was opened, and a comprehensive automated electrical evaluation was performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse condition found with the pulse generator. No additional relevant information has been received to date.

Manufacturer narrative:
B5: describe event ¿ correction ¿ inadvertently device return and product undergoing analysis not included on supplemental MDR#1 submitted. D9: device available for evaluation ¿ correction inadvertently device returned and date received 06/28/2022 not included on supplemental MDR#1 submitted. H3: device evaluated by MFR - correction - inadvertently no and code 02 were not included on supplemental MDR#1 submitted.

Event description:
Generator was received by manufacturer and product analysis is ongoing. No additional relevant information has been received to date.

Event description:
Information was received that patient under generator replacement. The generator was returned and is undergoing product analysis. No additional relevant information has been received to date.